Event description:
The customer called to report that the paramedics were called to her home because of low blood glucose levels. The paramedics treated the customer with glucose. Troubleshooting was performed and all programming on the insulin pump was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.